Event description:
It was reported an alert occurred for right ventricular out of range pacing impedance via remote monitor transmission and the clinic was notified of the alert. Further review of the manufacturer's database indicated the patient is deceased and died two days later. Additional information obtained from the clinic reported that multiple attempts to contact the patient after the alert were made and no response was received. The clinic did not have any information related to the death, the cause of death or if the impedance alert was related to the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the reportable malfunction of lead impedance issue is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).